Manufacturer narrative:
Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patients pump alarmed in the middle of the night when it was accidently turned off. Upon changing the cassette it was discovered that the pump was off with only 18 ml given. Patient had no initial symptoms, however complained of a slight headache the following day. No patient injury reported.